Event description:
Customer reported unexpected negative antibody screen results on echo on a patient sample. It was positive in gel testing.

Manufacturer narrative:
The customer was informed that capture-r ready-screen 3 is designed "primarily for the detection of igg antibodies", according to the package insert; anti-p1 is most commonly found as an igm antibody.